Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked battery tube threads and cracked display window.

Event description:
It was reported that the customer had unexplained high blood glucose went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Nothing further was reported.